Event description:
Shortly after beginning pt's treatment with the model 3100a, the oscillator stopped and mean airway pressure dropped to zero. The pt was manually bagged then placed on another 3100a with only minimal compromise.